Event description:
It was reported when the surgeon was using the counter torque for final locking of the set screws the locking driver began to strip out. The surgeon then repositioned the counter torque and tried to lock down the set screws again and then the counter torque broke at the end that was sitting over the set screw. There was no delay in surgery, the surgeon used a 4mm manual driver to freehand tighten the set screws.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.